Manufacturer narrative:
Device evaluated by manufacturer: the returned was received with an unknown guide wire froze inside the lumen. Due to the excessive amount of dried contrast inside the lumen and in the balloon of the returned catheter, the device was soaked in a warm circulating water bath for 24 hours. Afterwards, the guide wire was easily removed from the balloon catheter. A laser micrometer was used to measure the outer diameter of the returned guidewire which measured 0.0136in. Microscopic inspection revealed no damage to the guidewire exit notch. Examination of the balloon catheter revealed that the tip was flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure catheter removal difficulties occurred. The lesion was located in the moderately tortuous proximal to distal right coronary artery (rca). Three stents were implanted in the proximal to distal rca. The nc quantum apex mr 15mm x 4.50mm was advanced for post-dilation and was inflated five times at 22 atms. As the physician attempted to withdraw the quantum apex balloon catheter, strong resistance was noted so the physician removed the quantum apex catheter and the non-bsc guide wire as a single unit to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure catheter removal difficulties occurred. The lesion was located in the moderately tortuous proximal to distal right coronary artery (rca). Three stents were implanted in the proximal to distal rca. The nc quantum apex mr 15mm x 4.50mm was advanced for post-dilation and was inflated five times at 22 atms. As the physician attempted to withdraw the quantum apex balloon catheter, strong resistance was noted so the physician removed the quantum apex catheter and the non-bsc guide wire as a single unit to complete the procedure. No patient complications were reported and the patient's status is good.